Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use on (B)(6) 2017, it was reported that the thermogard displayed an "air trap fault, check saline level "alarm after 14 hours of dwell time. The saline bag was found half empty. The customer removed and replaced the catheter to continue the treatment. A leak in balloon was confirmed by medipia. The patient died two days after the alleged catheter leak due to illness unrelated to the leak. Customer did not attributed the catheter to patient death.

Manufacturer narrative:
Evaluation of the returned icy catheter could not confirm the customer reported leak, however, a damaged tubing (cut off) was revealed at the distal luer tubing. Visual inspection of the returned catheter was performed. A damaged (cut off) tubing was noted at the distal luer. The distal luer tubing appeared to be intentionally cut with a sharp object. No other abnormalities noted on the balloons. Functional testing was performed and the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak observed on the balloon. In addition, lumen crosstalk testing was performed on the medial and proximal luer and no issue was observed. The distal luer was not tested as the tubing was cut off and cannot be tested. Note, during manufacturing, all icy catheters are 100% inspected for leaks (pressure testing per mpi02-032). In addition, extension tubing is 100% tested for leaks per qp02-009. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 66253. Male patient was treated with ivtm using the icy catheter. The saline bag was found half empty after 14 hours dwell time. A leak in balloon was confirmed by medipia later. Medical team removed the catheter from the patient immediately, turned off a console, waited for new catheter to arrive, and replaced the catheter to continue the treatment. The patient's condition was serious and the doctor tried to apply the ivtm treatment to the patient as the last resort. He passed way two days later due to illness unrelated to the leak. Customer did not attributed the catheter to patient death. The doctor confirmed that the cause of his deaths is not related to the leak. Leakage of the catheter allowed ~250 ml of sterile cold saline to enter the patient's vasculature. This event did not cause harm to the patient as sterile cold saline even in larger amounts is commonly used IV in hospital settings. In agreement with a customer, the patient's outcome of death was not related to ivtm device but related to a patient's clinical condition.